Manufacturer narrative:
(B)(4)

Event description:
The patient has 3 leads (from the same lot) implanted as part of their drg system. It was reported the patient ((B)(6)) suffered a fall and experienced pain at the implantable neurostimulator site (reference MFR report: 3008829311-2016-00039) along with ineffective stimulation. Diagnostics indicated the lead implanted at l2 had invalid impedance readings. X-rays were taken and the lead was found to be fractured. Surgical intervention was undertaken on (B)(6) 2016 and the physician explanted and replaced the fractured lead. The patient reported effective stimulation therapy following the procedure.